Manufacturer narrative:
During investigation, spectrum medical was unable to replicate the issue; however, the sensor was scrapped to prevent further issues.

Event description:
User reported that the level sensor was lighting up correctly, but not employing mitigation strategies (decreasing rpms, stopping pump) when necessary. There was no patient involvement and thus no patient harm; however, this event is considered reportable as there could be a risk of patient harm if it were to recur.